Manufacturer narrative:
This report is submitted on may 18, 2021.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently treated with administration of steroids (type and date not reported).